Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would run in the locked position and had heat. Therefore, the reported condition that the lock on the device was damaged was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had heat, and the device would run in the locked position. It was further determined that the device failed pretest for safety assessment and handpiece temperature assessment. It was noted in the service order that the lock was damaged during demonstration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.